Event description:
It was reported that a pump turns on and off without user input. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm that the pump would power on or off without user input. Review of the device history log does confirm that the pump alarmed for multiple system error 345 alarms. Review of the history log shows that after the system error 345 the unit was powered off by the user. It is possible that the system error was interpreted by the user as powering off without user input. The system error 345 was caused by a failed upstream sensor. The upstream sensor was replaced. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.